Event description:
Litigation papers allege: patient had hip replacement surgery on (B)(6) 2006. Sometime in 2007, patient began to experience persistent sharp pain in the groin area. This pain persisted and in 2008, patients doctor decided he needed to have his hip implant surgically removed and replaced. On (B)(6) 2008, patient underwent revision surgery. Over time, patient began to experience progressive pain and his doctor decided he needed to have his hip implant surgically removed and replaced again. On (B)(6) 2009, patient underwent another revision surgery. Over time, patient began experiencing a popping sensation in his hip anteriorly and pain posterolaterally. Patient's doctor decided he needed to have his hip implant surgically removed and replaced for a third time. On (B)(6) 2010, patient underwent another revision surgery.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still under investigation.

Manufacturer narrative:
**Update** 11/19/2012 - patients medical records were received from legal and attached electronically to the complaint. The patient was revised on (B)(6) 2008 due to pain. It was noted that an acetabular fixation screw was penetrating the inner table presumably into the iliacus muscle possibly explaining the symptoms. The patient was revised on (B)(6) 2009 due to pain and superior instability. The patient was revised on (B)(6) 2010 due to pain and acetabular loosening. The devices were identified. Patient height: (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.